Manufacturer narrative:
Additional information was received about the peritonitis case. The peritonitis was manifested by cloudy effluent. On the same day as the onset, the patient was hospitalized for the event. On the same day, the patient began treatment with injection reflin (1 gram, once daily) and injection tobramycin (1 gram, once daily) ip given for 14 days for peritonitis. On an unknown date, the patient recovered from the peritonitis event and was discharged from the hospital. Dianeal therapy was ongoing (previously not reported). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On an unreported date in the same month as the onset, the patient was hospitalized for the event. In the same month, the patient began treatment with reflin (1 gram, frequency and route not reported) and tobramycin (1 gram, frequency and route not reported) for peritonitis. The patient¿s outcome was unknown. The action taken with dianeal therapy was not reported. No additional information is available.